Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer called stating the insulin pump was shooting out all the insulin during the manual prime. The customer stated she was connected to the insulin pump during the prime and she may have given herself 100 units of insulin. Troubleshooting revealed that the blood glucose was dropping from 258 mg/dl to 214 mg/dl nine minutes later. The paramedics were called to the customer's home and she was taken to the hospital.